Event description:
Physician reported right side baker grade iii-IV. Diagnostic testing showed "sparse cysts", "sparse calcifications", and an "oval nodule". Explant surgery included "mammary reconstruction with cutaneous regional flaps" and device replacement.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "nodules, calcified nodules, contracture (baker grade unknown), and got afraid". Patient also reported "breast cancer", which is not device related. Device has been explanted.